Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h11. One photo is attached to the complaint file. The image captures all the catheter in a coiled position, a kink can be observed approximate to the mid-section. No other damage was observed. A manufacturing record evaluation was performed for the finished device 31411520 number, and internal actions related to the malfunction were identified. The issue regarding the catheter not being able to aspire the thrombus, microcatheter being impeded in the middle section of the thrombus aspiration catheter, not being able to advance, as well as being kinked was confirmed based on the observed kinked condition. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no internal activity is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during a thrombectomy procedure, a 132cm embovac 71 aspiration catheter (ic71132ca / 31411520) was found to be kinked or bent in the middle section after it impeded the advancement of an unspecified microcatheter (mc) during thrombus aspiration. The thrombus aspiration catheter and microcatheter were removed, and the procedure was completed using a new thrombus aspiration catheter from another brand. There was no reported patient consequence or impact. Additional event information received on 18-dec-2025 indicated that the target vessel/site being treated was the right middle cerebral artery. There was no relevant anatomical information including vessel characteristics calcification/tortuosity/diameter). There was no allegation of patient injury due to an alleged product issue. One photo is attached to the complaint file. The image captures all the catheter in a coiled position; a kink can be observed approximate to the mid-section. No other damage was observed. The device was returned to j&j medtech for further evaluation. A non-sterile 132cm embovac 71 aspiration catheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and two (2) kinks were found; the first at 0.2cm, and the second at 30.7cm. These measurements were taken from the proximal end of the catheter. Additionally, the mesh of the distal tip was stretched. Further inspection was performed under a microscope, and no additional damages were found. The device was confirmed to be within specifications for the outer diameter (od) and inner diameter (ID) of the non-damaged portions of the device. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding a kinked/bent catheter is confirmed based on the condition of the returned catheter. Due to the state of the returned catheter, a functional test could not be performed to reproduce the obstructed condition. However, the observed kinks of the catheter may have resulted from the obstruction experienced during use. Therefore, the customer's complaint is confirmed. As no manufacturing defects were identified, the failure mode experienced may have been the result of other factors, either isolated or in combination, such as interaction with other accessory devices, anatomical conditions or other clinical factors experienced during the procedure. According to the risk documentation, a damaged catheter is a potential issue that can occur due to the hemostasis valve not being opened sufficiently and/or the introducer not seated distally enough inside the hemostasis valve during the use of the introducer while inserting the catheter through the hemostasis valve of guide sheath/balloon guide/guide catheter. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. The stretched mesh was not originally reported, and the exact time of occurrence cannot be determined; therefore, this is not considered related. As part of j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. No internal action activity is proposed at this time. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use (IFU) contain the following precautions: ¿ carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a device that has been damaged in any way; replace with another catheter. A damaged device may cause complications. Exercise care in handling the catheter to reduce the chance of accidental damage. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The complaint was submitted with a photograph of the device, which is pending further analysis. Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during a thrombectomy procedure, a 132cm embovac 71 aspiration catheter (ic71132ca / 31411520) was found to be kinked or bent in the middle section after it impeded the advancement of an unspecified microcatheter (mc) during thrombus aspiration. The thrombus aspiration catheter and microcatheter were removed, and the procedure was completed using a new thrombus aspiration catheter from another brand. There was no reported patient consequence or impact.